Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 559 mg/dl at the time of incident and 599 mg/dl at the time of call. Customer was treated with injections. The customer had symptoms such as difficulty breathing, dizziness and shortness of breath. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.